Manufacturer narrative:
(B)(4). Medical devices: stent: resolute onyx (2.5x22, 2.75x26, 3.0x26). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with an acute st elevation myocardial infarction. During the emergency angioplasty a large amount of clot was visible in the artery, therefore, an export suction device was used. No balloon angioplasty had been done when staining and hang-up of dye was seen. A non-abbott drug eluting stent was used initially to treat a possible dissection with timi o flow. However, there was no improvement in angiographic appearance, therefore a perforation was felt to be likely. A 2.8mm x 16mm graftmaster covered stent was deployed at 16 atmospheres within the previously implanted stent. Initially no further staining was observed and the patient was stable. Then on final injections a small amount of extra vascular staining was seen; however, the physician deemed it insignificant. The graftmaster stent was post-dilated with a balloon and the residual leak was fully resolved. The patient had timi-3 flow at the end of the procedure and the patient was fine. There were no adverse patient outcomes. Patient was doing well on out-patient follow-up. No additional information was reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Type of reportable event is serious injury. (B)(4).